Event description:
It was reported that when using the bd pyxis¿ medbank tower auxiliary unable to issue medications. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that unable to issue medication. A technical support specialist (tss) closed the case due to insufficient user's permission.

Event description:
It was reported that when using the bd pyxis¿ medbank tower auxiliary unable to issue medications. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.